Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that it was observed that the adhesive of the light guide lens is peeled off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of the issue of bending of air/water supply cap. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that the adhesive of the light guide lens is peeled off. This medwatch is being submitted for the reportable issue of the light guide lens adhesive being peeled as noted during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event (adhesive of the light guide peeled) was due to stress during operation, external factors or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.